Event description:
Primary IV set with yellow key slide clamp, lot #21 057 4w. A nurse pulled this tubing and primed the line, when she went to clamp the line she noticed that the roller clamp was upside down. Upon further inspection the yellow key slide clamp was below the roller clamp as well. This is the only tubing set that we have found like this.